Event description:
Report rec'd from a blood donor center that when starting a double needle amicus procedure, the fistula needle on the inlet line broke in half during insertion into the donor's antecubital vein. The customer stated she had inserted the return line, then inflated the blood pressure cuff on the donor's opposite arm for the inlet line insertion. She proceeded with the inlet line venipuncture. Immediately upon entering the donor's antecubital vein, she noted blood "gushing" from the site. She reported there was no resistance when inserting the needle. She immediately released the blood pressure cuff and applied pressure to the site. Bleeding from the area made it impossible to see if the blood was coming from around the needle or from the needle cannula; however, she did note that the needle had separated into two pieces, with one piece remaining in the donor's arm and the other piece attached to the tubing. She then manually removed the piece of the broken needle from the donor's arm with her gloved fingers and controlled the bleeding. The amount of blood loss was unk. The customer reported the donor left the center in good condition. The blood center contacted the donor on (B)(6) 2009 and the donor reported he was "fine".

Manufacturer narrative:
Visual inspection indicated a kink in the inlet line needle approx 1/8" away from the hub of the needle. The kink was significant enough to cause a fracture in the needle wall. A review of the database revealed no other reports of this nature.